Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported there was a surgical prolongation of 1-2 hours while the patient was under sedation during a therapeutic laparoscopic surgery. The scope had noise on image and a subsequent e226 error message. A backup scope was in reprocessing and after the back up device was cleansed it was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electronic parts of internal boards were broken by aging and external stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.